Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 204 mg/dl.